Manufacturer narrative:
Catheter model#8709sc lot#0204919069 implanted: (B)(6), 2011 explanted: (B)(4), 2011.

Event description:
It was reported that the pump was explanted due to pocket infection. The patient experienced withdrawal symptoms after the explant, that were solved by the admission of oral drugs.